Event description:
Acct. Reports "the tubing came loose while the set was connected to the patient, which was then followed up during a random investigation on another set, but from a different batch, by the samething happening". No pt complications have been reported.